Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair has been noted in the last 12 months. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a child patient had a problem with a cadd solis pump in home nutrition as only about 15-20 ml of the fat (smoflipid) has dripped for several nights, when 60 ml should have dripped. The patient¿s parent described the situation using the words ¿glass bottle.¿ the nurse that reported the incident informed that the pump alarmed service, so she was advised to also return the pump for review. The reason for the under administration was most likely infusing from a ¿glass bottle¿ which is contrary to the instructions for use. It was reported that the patient had gotten too little nutrition and that this had affected the patient¿s development.